Event description:
A high blood glucose event was reported by the customer, although the specific level was displayed as "high" without a precise value. Cause was not known. To address the issue, the customer changed the infusion set and cartridge. Customer continued to use the pump for insulin therapy.